Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, stent damage occurred. The 100% stenosed lesion was located in the moderately tortuous and moderately calcified right coronary artery. After a non bsc guide wire crossed the lesion, thrombus was aspirated followed by predilation with an non bsc 2.5 mm balloon catheter. Then a 3.00 mm x 28 mm promus element stent was advanced but was unable to cross the lesion. They performed the parallel wire technique using with another non bsc guide wire. The promus element stent was still unable to cross the lesion. They also attempted "5 in 6 system", however the promus element stent was still unable to cross. Therefore, they decided to remove the stent once in order to predilate the lesion again with a bigger sized, 3.0mm balloon catheter prior to the stent deployment. Upon withdrawing the stent, the proximal edge of the stent came into contact with the tip of the non bsc guiding catheter and the proximal edge of the stent was lifted. The lesion was predilated with a non bsc 3.0mm balloon catheter and another of the same promus element stent was deployed at the lesion successfully. No patient complications were reported and the patient's status is good.